Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +23.0d) was explanted from the left eye due to blurry vision following the use of an infrared sauna without using rxsight uv spectacles while in the sauna. No light adjustments were performed. A new lal (sn (B)(6), +23.0d) was implanted as a replacement.

Manufacturer narrative:
The lal was cut into fragments during explantation, and the fragments were returned to rxsight. The returned fragments were inspected by rxsight, and it was determined that due to the size of the fragments, an evaluation to confirm zone formation could not be performed. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: 7592.